Event description:
It was reported that on (B)(6) 2022, a 35mm navitor titan valve was selected for implant using a large flexnav delivery system. The device was prepared and loaded according to the instruction for use (IFU). During implant, less than 80% deployed, re-sheathing was attempted. Total recapture of the valve during repositioning was not possible. It was noted that the delivery system had bent. The device was recaptured only 90%. Attempts to snare the exposed valve parts were done, but failed. Finally the entire system was removed from the patient and pulling the system out from the point of access. A new 35mm navitor titan valve and flexnav delivery system was selected. Yet again, a slight shortening of the loading chamber was recognized during re-sheathing. However the device was advanced again and successfully implanted. An echocardiogram was done and minor paravalvular leak (pvl) was observed. No intervention was required for the pvl. On (B)(6) 2022, the patient developed a 3rd degree heart block (complete heart block) with escape rhythm. The same day, the patient experienced a transient ischemic attack (tia) with sudden discreet facial paresis, nausea, and expressive aphasia. The patient was being monitored by the neurologist team. The symptoms fully resolved within a few hours. It was noted that aspirin 300mg was given once for the tia. A computerized tomography (CT) scan was done with no findings. It was noted that patient required medication. On (B)(6) 2022, the patient was transferred to a local hospital for a permanent pacemaker implant. On (B)(6) 2022, the permanent pacemaker was implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalular leak and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Information from the field indicated that no intervention as required for the paravalular leak. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.